Event description:
It was reported that the pt has pain at the hip joint. Anytime the pt moves it hurts. Pt had check-up visit (B)(6) 2012. Pt is going to have an ultra sound done, because, pt has a pace maker and can not have a MRI.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional info has been requested and if received will be provided in a supplemental report.